Event description:
It was reported that o2 concentration were fluctuating and the ventilator was producing an unexpected noise while on patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The reported fluctuations in o2 concentration were not reproduced during test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation. A small deviation was found during tests in the production test system. The failure was caused by a nozzle unit. However this small deviation caused by the nozzle unit is not likely to cause the reported problem. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to received information the nozzle unit was changed in the spring time. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2017. The root cause has not been determined.

Event description:
(B)(4).